Manufacturer narrative:
The insulin pump was received with cracked end cap and it was glued. The pump also had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump is cracked and he had to glue it back together. The customer stated that the bottom of the pump was coming off. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.